Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during the post-anesthesia phase, the customer reported that errors 319 and 307 repeatedly occurred on the universal surgical manipulator (usm) 2. The customer was instructed to perform a hard power cycle, but the issue persisted. Customer indicated that all four usms were required for the procedure and elected to abort the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after anesthesia, while the patient was in an incision state prior to port placement, specifically during instrument installation post-draping. Following part replacement and awakening from anesthesia, the patient¿s recovery progressed normally.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed repeated error 319 and 307 on universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and fa investigation confirmed and replicated the customer reported complaint. In artemis, the 319 error was found indicating a communication fault on the unit, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered indicating fault on the usm, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check all board was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported issue was determined to be a component failure due to a defective rolling loop fiber; failure analysis confirmed the communication fault both in the field and lab, replicated the error on test systems, and identified the rolling loop fiber via testing as the source of the issue, with no other visible damage observed.